Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: catalog 442192. Batch no. Unknown. Bd was not able to perform an investigation since neither lot number nor returned goods samples were available. Batch history records are always reviewed prior product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Letter # shq ¿ 170 should be provided to customer. No corrective action were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials a broken bottle that leaked sample was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: an aerobic blood culture bottle broke during transport from the hospital ward to the laboratory. At the awareness day the customer no longer had the lot number available as the bottle had been already disposed of in special waste.